Manufacturer narrative:
According to the device IFU: - to avoid the possibility of an electrosurgical burn to either the patient or the veterinarians, do not allow the patient to come in contact with a grounded metal object or metal table during activation. When activating the unit, do not allow direct skin contact between the patient and the user without the use of gloves. Overall root cause: user error and failure to follow instructions. If additional information is obtained that is pertinent to the investigation or provides additional details a follow-up report will be provided. Until such time, this can be seen as the final report.

Event description:
The complainant alleges, "I had my hand on the patient's chin while the surgery started, I could hear the cautery pen beeping and then suddenly I felt a shock on my hand. I lifted it up and looked under the drape, couldn't see anything wrong and while trying to figure out what was going on he used the cautery again and I felt it happen again on my hand and realized the cautery was going through the patient and shocking/burning my hand so we stopped using it."